Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation, however, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.